Manufacturer narrative:
Ground resistance test: a review of the device¿s serial number history did not identify any similar complaints. The complaint was confirmed. The power filter screws and communication port screws were tightened to resolve the grounding issue. The ground resistance test subsequently passed with a measured value of 0.048 ohm, which is within specification. The probable cause was determined to be component failure. A CAPA was initiated to investigate the root cause for this failure mode. Occlusion test: a review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 270 to 305. Following recalibration, the device passed the 30 psi occlusion pressure test with a measured value of 23.100 psi, which is within specification. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Event description:
During testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, with a recorded pressure of 21.100 psi, which is outside the acceptable range of 22¿38 psi. The pump also failed the ground resistance test, with a measured value of 0.158 ohm, which exceeds the acceptance criterion of less than 0.1 ohm. No patient involvement was reported.